Event description:
Additional information reported contact 0 appeared to be out of alignment with other contacts. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that the distal end electrodes on the lead were out of alignment prior to surgery. The lead was never implanted.

Manufacturer narrative:
Analysis of lead model 3389s049, lot # v717306 determined the distal end was bent new out of box. The continuity was acceptable.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.